Event description:
A erroneous neutrophil count of 1.6 x 10 3 cells/ul was generated by the gen s and reported out of the lab. During a manual slide review, the lab determined the true neutrophil count to be 0.0 x 10 3 cells/ul. The "0.0" value repeated on the gen s and on another automated cell counter the lab was using. There was no change to pt treatment that can be attributed to the erroneous results.